Event description:
While using the monopolar angled cutting loop, it broke during a turp case. Manufacturer response for monopolar angled cutting loop, (brand not provided) (per site reporter). Unsure.